Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and a drive stall with timeouts were observed in the end of second prime. The device was reset prior to device manipulation and was successfully paired with a pdm. A 5-unit bolus was delivered, and the ratchet gear was rotating; however, timeouts and higher than expected pulse widths were seen in reset data. The drive mechanism was inspected and the sma wire assembly was found to be incorrectly installed. The sma wire was manipulated back to its intended place and the device was reset and re-run again. The reset data after manipulation showed expected pulse widths during the delivery of a 5-unit bolus. The device did not deploy due to the drive stall with timeouts that occurred in the end of second prime caused by the incorrectly installed sma wire assembly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than one hour.